Event description:
A report was received that the patient had discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was replaced per physician¿s preference. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.